Manufacturer narrative:
This report was found to be a duplicate. This device now belongs to product event: (B)(4).

Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to a non-reportable event. The event was reported as a serious injury in error.

Event description:
According to the reporter, the stapler was being used to close a laceration on a pediatric patient. A single staple was attempted but the staple got stuck in the gun after closing the wound. Further local analgesia had to be given to the patient in order to remove the device from the child's head. After 10 minutes and consideration of general anesthesia to remove the staple and stapler, they were finally released from the patients head. There was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being used to close a laceration on a pediatric patient. A single staple was attempted but the staple got stuck in the gun after closing the wound. Further local analgesia had to be given to the patient in order to remove the device from the patient's head. After 10 minutes and consideration of general anesthesia to remove the staple and stapler, they were finally released from the patients head. There was no patient injury.